Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an impl antable pump for non-malignant pain. On (B)(6) 2020-, it was reported that the patient's pump might have been flipping and the pump would be electively explanted. Additional information was received from the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the pump flipping was not confirmed but was suspected.